Event description:
It was reported that the patient underwent an initial surgery, after which, roughly two decades later, osteolysis from supracetabular and femoral debris was identified. The patient is currently sixty years old. Subsequently, careful monitoring of the progression of the osteolysis is underway. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10.metasul durom, component for acetabulum, uncemented, 52/ã¸ 46, code l item# 01.00214.052 lot# 2274682. Unknown stem item# unknown lot# unknown. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. A review of the complaint history could not be performed for the items with missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.